Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A request for additional patient/device information was performed but, no further information was available at the time. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient came to the outpatient clinic with a stoma laceration. The patient was wearing a unknown reference number of stomahesive flat moldable. The patient had been wearing it for 2 to 3 days after a stoma revision. It is unknown what treatment was used after noted laceration or what product was applied. A photograph was received from the complainant depicting the reported complaint issue.